Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon evaluation of dimensional testing. One used 6f angio-sseal vip device was received for product evaluation. The arteriotomy locator and hemostasis sheath were mated with each other upon return; the carrier tube assembly was not returned. No other accessory components were returned. Visual inspection revealed that the sheath/locator assembly was kinked at the blood inlet hole. The arteriotomy locator was found to be properly mated with the hemostasis sheath. Microscopic visual inspection revealed significant kinking of the hemostasis sheath (and enclosed locator) at the blood inlet holes. Then, the locator was removed from the sheath and it was found to be kinked at the blood inlet hole. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that that the application of an off-axis force applied during the insertion of the components into artery or likely mishandling caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient: weight - (B)(6) lbs. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used after the percutaneous coronary intervention (pci) procedure, via a 5fr pinnacle. When the angio-seal failed, a new 6fr pinnacle was placed, followed by a 6fr mynx. There was no patient harm. The sheath part seemed to bend/crush; and not advancing. The procedure outcome was that they used a competitive product that worked fine. The patient condition was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 01sep2020. The sheath size used during the procedure was a 5fr. A pre-angio-seal femoral angiogram was performed. Due to the crushed/bending sheath, there was difficulty advancing. The original procedure was successful, the angio-seal procedure was not.